Event description:
It was reported that a user and caregiver experienced difficulty attaching the connector adaptor during a supply change, then applied a new contact detach steel infusion set whose adhesive did not adhere properly and the site detached. After unscrewing the tubing from the pump, the user was advised to replace the entire infusion set and later successfully assembled, primed until drops were observed, selected the correct steel 6 mm settings, filled the cannula, and resumed insulin therapy. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery that was resolved after reapplication and proper priming. Investigation included troubleshooting and education with confirmation of correct setup steps and collection of lot numbers for the infusion set and connector adaptors. Investigation of this case revealed that the initial connector was likely faulty, and that inadequate site adhesion may also have contributed to the loss of infusion. A new connector and properly adhered infusion site allowed successful priming and resumption of insulin delivery. It was concluded that the event was related to connector engagement and site adhesion issues that were resolved with component replacement and proper setup, with no injury reported.